Event description:
It was reported that during the initial implant procedure, slow inductive telemetry was noted on the device. Abbott technical support was contacted, however, the device remains implanted and no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.